Manufacturer narrative:
Pump passed displacement test. The pump was received with scratched case, minor scratched lcd window, cracked select button keypad overlay and detached reservoir tube retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of scratched front-side and scratched screen. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.